Event description:
A customer reported that during vitreoretinal surgery, the scissor tip blew off from the point of connection and into the patient's eye. The tip was manually removed from the eye during the initial procedure. There was no patient harm reported.

Manufacturer narrative:
The customer returned two samples of the pneumatic handpieces (hp) and one sample of advanced disposable tip mpc vertical scissors, 23 gauge. The tip was bent and deformed. It cannot be determined when or how this damage occurred but the damage is consistent with damage which occurs during transport when the tip is not properly packed. Hp sample 1: the vertical scissors 23 gauge tip was attached onto this handpiece when received. Handpiece and tip were not packed in the original blister instead they lay loosely in a plastic bag. Hp sample 2: the sample was packed in the original blister but the tyvek foil was removed. The device history record for the possible affected lot of the handpieces and tip was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer's acceptance criteria. During the 1st quarter 2011 management review complaints regarding difficulties with connection of the grieshaber dsp scissor tips (multiple models) to the 725.01 constellation pneumatic handpiece dsp were identified. The pneumatic handpieces dsp (pnhp) itself had no technical or functional issues or rather no malfunction occurred. Every case was contributed to an improper connection tip and handpiece by the user. Due to the enlarged number of complaints of improper handling the labeling of the primary packaging was improved in order to point out to the importance of the proper connection of tip and handpiece. (In this case the labeling was the older version used before improvement). Additionally training of the users performed by the sales representatives was addressed. The samples were functionally and visually inspected with the aid of a photomicroscope and with various magnifications. The customer's complaint was not confirmed. Sample 1: the sample shows traces of usage resulting from setting up tip on handpiece. For the functional test the tip was used which was sent in attached onto the handpiece. The tip was properly attached onto the handpiece when received. A malfunction could not be determined. The functional test showed that if the sample is properly attached onto the handpiece, the tip does not eject. Sample 2: the sample does not show traces of usage resulting from setting up tip on handpiece. For the functional inspection a test tip was used. A malfunction could not be determined. The functional test showed that if the sample is properly attached onto the handpiece the tip does not eject. Damage could not be found. The quick lock connector of all samples is functional. The complaint report is consistent with a report when the user does not follow the direction for use (dfu & labeling of primary packaging) of the pneumatic handpiece dsp. The dfu states that first the tip has to be twisted counterclockwise to the stop and then twisted clockwise until the dot of the tip aligns with the marking on the handpiece. If the tip is not twisted counterclockwise before twisting it clockwise, the tip might not be fixed properly. An internal investigation was opened to address this issue. (B)(4).